Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no significant anomaly. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Fdm, fdr codes now apply for the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to adverse event and product problem. Updated to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that there was no apparent reason for the open circuit. Battery showed eri on (B)(6) 2018. The generator was replaced on (B)(6) 2018. No apparent broken leads or open circuit when replaced.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The caller reported that at the patient's appointment on (B)(6) 2017, it was determined that the patient had an open circuit. The caller reported that the healthcare provider (hcp) also called it a broken lead. The caller reported that the patient had 4 rings, 2 on top and 2 on bottom. The caller reported there was a break in the bottom which the patient was not using currently. The caller reported that at the patient's appointment on (B)(6) 2018, the hcp noticed that the ins battery was depleting quickly and told them to monitor it every day and notify the hcp when they see the elective replacement indicator (eri) so they could do a replacement in a timely manner. The caller reported that the ins battery was at 2.7v in june. The caller reported that the patient wore a medical alert necklace. The caller reported they thought the ins should last 4-5 years. The caller reported that the patient programmer showed a 1.90 as the programming for the patient. No patient symptoms reported. No further patient complications have been reported as a result of this event.